Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; intermittently unresponsive ok button. There is no indication the alleged product issue caused or contributed to an adverse event. The pump was returned to the manufacturer and investigation was completed 01-aug-2018. On investigation, all the keypad buttons demonstrated normal response when tested. The keypad cover was intact and there was no contamination of the button contacts. Investigation did not duplicate the complaint. Unrelated to the original complaint, moisture was found inside the pump on the keypad flex/connector.